Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure on (B)(6) 2026, for treatment of polypectomy bleeding. During the procedure, the resolution 360 clip was fired but would not deploy. The procedure was completed with another device. There were no patient complications reported as a result of this event.